Event description:
It was reported to covidien in 2008, that a customer had a problem with a dialysis catheter. The customer states that the ultem adapters were cracked and the catheter was exchanged for a new one.

Manufacturer narrative:
Submit date: 10/09/2008. An investigation is currently underway. Upon completion, the results will be forwarded.